Event description:
The customer reported that the unit went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported vent inop occurrence. During evaluation of the device, the service technician reported the unit shut down and alarmed. The monitor display was blank, and the unit restarted. The ventilator was run-in overnight and the restart event did not repeat. The service technician replaced the power supply to address the findings. Performance verification testing was completed and all tests passed to operating specifications.